Event description:
Curos cap was being changed and it broke off at the rim. This is a patient safety issue as it could cause a central line associated bloodstream infection. Manufacturer response for curos cap for male luer, curos cap (per site reporter). Follow-up unknown response unknown at this time.

Event description:
Curos cap was being changed and it broke off at the rim. This is a patient safety issue as it could cause a central line associated bloodstream infection. Manufacturer response for curos cap for male luer, curos cap (per site reporter). Follow-up unknown response unknown at this time.